Event description:
It was reported that at the start a da vinci s surgical procedure, the left image on the high resolution stereo viewer (hrsv) had a green tint. An technical support engineer (tse) recommended that the site swap the left and right camera cables to determine if the issue could be related to the camera cables, however, swapping the camera cables did not resolve the issue. With the assistance of the tse, further troubleshooting actions were performed, however, the issue persisted. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the vision issue experienced by the customer was associated with the high resolution stereo viewer (hrsv). The hrsv provides the video image for the surgeon side console (ssc). During the investigation, the fse also experienced intermittent static in the left image along with the green tint. The system was repaired by replacing the affected hrsv. The hrsv was returned to isi for evaluation. Engineering was able to replicate the fse report of intermittent static and determined that the left hrsv monitor had malfunctioned. The green tint was not replicated. As of july 8, 2009, there have been no reported recurrences of the issue at this hospital.